Event description:
The smart control stent was deployed but placed at distal to the target lesion. The patient's gender and age were unknown. The target lesion was right common iliac artery. Moderate calcification and vessel tortuosity, the rate of stenosis was 80%. The product was properly inspected and prepped and no anomalies were noted. Approach was made ipsilaterally. Smart control (c08040ml/ lot 15472122) was delivered to the target lesion. It is unknown if any acute bends were passed during delivery of the sds. When attempting to deploy the stent, the deployment (sliding) lever was unusually hard to pull back to release the stent. The stent was deployed but placed at distal to the target lesion. There was no unusual force used to release the stent. It is unknown how much of the lesion was left untreated by the initial stent. Therefore, an additional stent (8x30, cat/lot unknown) was placed proximal to the target lesion. It is unknown if the stents were overlapping. The entire lesion was fully covered and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an ipsilateral approach to a moderately calcified and tortuous lesion in the right common iliac artery with an 80% stenosis it was noted that the stent deployed distal to the intended target site. An additional stent was placed proximal to the target lesion fully covering the lesion. There was no reported patient injury. The product was properly inspected and prepped and no anomalies were noted. It is unknown if any acute bends were passed during delivery of the sds. When attempting to deploy the stent, the deployment (sliding) lever was unusually hard to pull back to release the stent. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.